Event description:
Leica biosystems received a complaint that: "the specimens are not well impregnated and they are not easy to read although the reagents are news (sic) in the peloris. "A leica field service engineer (fse) attended the laboratory on (B)(6) 2015 in order to investigate the circumstances involved in this complaint. The complainant was not able to provide the specific details of the processing runs from which sub-optimal tissue processing had been identified; but indicated that approximately 150 "big" tissue samples which had been processed using a 12 hour protocol and approximately 50 protocol had been adversely impacted. The complainant also advised the fse that: "they were not affected at the point of not being able to cut and interpreted but it was difficult, they were not as usual on (B)(6) 2015, the fse provided the following information: "my problem on the impregnating specimens is solved, it is a two reagent inversion made by a young laboratory technician. All the reagents are changed and now the specimens are good! Good to cut and good to read!" On (B)(6) 2015, the complainant provided further detail as follows: "no..we don't know what reagents were reversed because all the reagents were changed to be sure, without looking which are involved!"

Manufacturer narrative:
The complainant indicated that sub-optimal tissue processing occurred on (B)(6) 2015, but did not provide specific details of the processing runs affected. Based on evaluation of the instrument logs, it is considered that the sub-optimal tissue processing is most likely to have been derived from the six (6) hour protocol started in retort a at 13:57 pm on (B)(6) 2015; the 12 hour protocol started in retort b at 13:57 pm on (B)(6) 2015; the biopsy protocol started in retort a at 09:13 am on (B)(6) 2015; the six (6) hour protocol started in retort a at 13:53pm on (B)(6) 2015 and the 12 hour protocol started in retort b at 13:53pm on (B)(6) 2015. These protocols comprised 122; 43; 3; 136 and 52 cassettes respectively. The instrument logs also show that the station properties for bottles 8 (ethanol) and 3 (ethanol) were reset at 11:24am on (B)(6) 2015 and 09:33 am on (B)(6) 2015 respectively; and one of these reagents was used for the final dehydration step in each of the affected protocols. However, it is not possible to identify the specific incorrect reagent replacement event characterized as a "two reagent inversion" from the information available. The instrument functioned as designed during execution of the affected protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred during the manual reagent replacement process completed prior to commencement of the protocols from which sub-optimal tissue processing was reported, per information provided by the complainant.